Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/12/2018. Device evaluation: the pcb00 product was returned in its original package. Visual inspection at 10x microscope magnification was performed. The plunger and pushrod were observed without defects. No assembly error and/or defect were observed in the preloaded delivery device that was related to manufacturing process. The lens was observed in the device without defects. Dent/distortion was observed at the cartridge tip section. An extra little piece of plastic was observed on the cartridge tip. The reported complaint of cartridge tip deformed was verified on the returned product, delivery system. Based on the product evaluation, a cause of failure related to the device manufacturing process was not determined. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lens not used. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip injector of the intraocular lens (iol) was chipped upon opening of the product package. The lens was not used. There was no patient contact. No additional information provided.